Event description:
Subsequent to a laser lithotripsy procedure a 3 cm piece of fiber was reported to have broken. The segment was noted under x-ray to be outside the ureter, medially in the retroperitoneum. Co not aware of any complicatons.